Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: revision due to implant breakage. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: patient was implanted with sulox head - pe liners on (B)(6), 2010. On (B)(6), 2017, patient experienced head breakage. Thus the sulox head and liner were explanted on (B)(6), 2017. Cup was retained. Review of received data: - 6 undated x-rays were returned for the investigation. Only in one x-ray named as "28.04.2017_photo_6" a broken part of the ceramic head having a width of 12.4mm is observed around the neck of the stem. The head still seems centered in the acetabular socket. In the other x-rays, which are supposed to be before the breakage of head, no problems related to the ceramic head is seen. Pictures taken during the revision surgery were received. The head is seen to be broken. Devices analysis visual examination: the laser engraving on the received fractured femoral head reads as follows: 32m/o x2/14 1x s s 5169 iso 6474 the fractured ball head could be clearly identified based on the laser engraving of the serial number and the year of fabrication. Five large fragments were received. 1% of the implant volume is missing. Inspection of the cone surface and bottom : fragments 1, 2 and 4 show both primary as well as secondary metal transfer. Fragments 3 and 5 show only minor secondary metal transfer. Traces of blood were found on the fragments 1, 2 and 4. A total number of 3 small fragments was delivered as well. Inspection of the fracture surfaces : minor secondary metal transfer is visible on the fracture surfaces of fragments 1 and 3. Inspection of the articulating surface: minor metal transfer is visible on the articulating surface of fragments 2 and 5. The density of all large fragments is equal to or larger than 3.97 g/cm3 , while the specified value is equal to or larger than 3.96 g/cm3. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - fracture of head due to insufficient material thickness (wrong design) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: there is no information available whether some particles were observed or not, no revision surgery report was available for review. Therefore cannot be excluded. - fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing => not possible: material pairing is approved by zimmer biomet. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset => not possible: size of head diameter and offset is correctly selected. - high wear, head fracture due to wrong raw material selection => not possible: quality documents for the material have been reviewed. The conformity with specifications has been confirmed. - compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device => possible: patient's activity level is medium. - loss of connection, fracture of ceramic head due to use on a used or damaged stem taper => possible: it is not known if the stem was damaged during the operation or a used stem was used, therefore cannot be excluded. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: patient bmi=33.8 which is classified as obesity. Conclusion summary: the patient underwent a revision surgery due to ceramic head breakage after approximately 6 years 7 months in-vivo time. The received x-rays before the breakage shows the good condition of the components. No problems were observed. However, no surgical reports are available and x-rays have no dates specified, which makes the root cause determination of the event not possible. Nevertheless, the possible reasons why the head got broken include: particles left between the stem and the head, high patient activity, patient disregarding limits of the device, high patient weight (bmi=33.8) and damaged stem taper during the primary implantation surgery. Furthermore, the respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform with the specifications. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device was received on (B)(6) 2017, the investigation is ongoing. As soon as supplemental information and investigation results becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices. The revision report and x-rays were provided and will be part of the ongoing investigation where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 16, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Ref# 12.28.05 biolox forte head 28/-3.5 s 12/14) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It was reported that the patient was implanted a sulox head, m 32/0, taper 12/14 on the left side on (B)(6) 2010. On (B)(6) 2017, patient experienced head breakage. The patient was revised on (B)(6) 2017